Event description:
It was reported that during a revision surgery, a doctor discovered that p/n# 5400646 was no longer intact after initial patella knee surgery. The mesh had "broken" in two pieces. There were no adverse consequences. The broken parts are not available for inspection.

Manufacturer narrative:
Because the complained device was not returned for investigation it was not possible to confirm the reported event. Although no inspection (visual, functional or dimensional) could be performed the root cause could be attributed to an off-label use/misuse. The mesh has been used in the patella knee surgery, which is contraindicated and which the surgeon was made aware of ahead of the surgery. Based on statistical evaluation, there is no indication for any systematic design, material or manufacturing related issue. Unable to return.